Event description:
As reported, upon opening the package it was noted that the soft mesh package had a small black item on the mesh. The device was not used and another mesh was opened. There was no patient injury.

Manufacturer narrative:
As reported, upon opening the package it was noted that the soft mesh package had a small black item on the mesh. Preliminary visual examination confirms there is "foreign" material visible on the mesh. The material appears very small and black in color. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Evaluation of the returned sample and photos confirms that there is "foreign" material visible on the mesh. Based on the sample device evaluation, foreign matter reported on mesh (small black foreign material) was not identified as being part of the components or material used in the manufacturing process. No discrepancies were found either at the cutting process nor the packaging/sealing inspection process that could be related to condition evaluated. How or when the small black material presented on the mesh cannot be determined; however, is mostly likely to have presented after the manufacturing process. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, upon opening the package it was noted that the soft mesh package had a small black item on the mesh. The device was not used and another mesh was opened. There was no patient injury.

Manufacturer narrative:
As reported, upon opening the package it was noted that the soft mesh package had a small black item on the mesh. Preliminary visual examination confirms there is "foreign" material visible on the mesh. The material appears very small and black in color. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.